Manufacturer narrative:
(B)(6). Occupation: unknown. Device is not sold in the u.s. But meets the criteria for a same/ similar device sold in the u.s. (B)(4). A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hub of a redo single lumen tpn catheter set separated and consequently had to be removed and replaced on (B)(6) 2019. Other events associated with this patient have been reported under MDR # 1820334-2020-00500 and MDR # 1820334-2020-00501. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This file was found to be a duplicate and has already been reported under MDR # 1820334-2019-02430. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
This file was found to be a duplicate and has already been reported under MDR # 1820334-2019-02430.